Event description:
A report was received alleging that following recannulation of a tracheal tube for an unknown reason the patient &quot;immediately began gagging and turned blue&quot;. The tracheal tube was removed and replaced with a similar device without any reported patient harm. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The device was reported to have been discarded by the user&#39;s mother. No additional product information was obtained by the manufacturer therefore no device history review can be performed.